Manufacturer narrative:
Product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0dy9b, ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a lead issue occur with their lead, and it was eventually replaced. It was reported that the issue occurred possibly before 2017. No patient symptoms were reported. No further complications were reported.